Event description:
It was reported that the when the insyte 24ga x 0.75in needle was inserted into the skin during use, the catheter tip remained there "more than once", and was found to be improperly attached to the needle. The following information was provided by the initial reporter, translated from spanish to english: "when it is punctured with a peripheral catheter the bevel is inserted but the catheter remains in the patient's skin more than once, it does not enter in skin the catheter and bevel in different patients. Additional information: apparently the catheter is loose from the bevel."

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the when the insyte 24ga x 0.75in needle was inserted into the skin during use, the catheter tip remained there "more than once", and was found to be improperly attached to the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "when it is punctured with a peripheral catheter the bevel is inserted but the catheter remains in the patient's skin more than once, it does not enter in skin the catheter and bevel in different patients. Additional information: apparently the catheter is loose from the bevel."